Manufacturer narrative:
Evaluation summary: no x-rays or office visit notes have been returned to describe the loosening. It was reported that a revision is planned. Surgical notes have not been provided for review. It is unknown if the devices were implanted in the correct fill and orientation per the surgical technique. In general, patient factors that may affect the performance of the components include: age, bone quality, height/ weight, activity level, type of activity (low impact vs high impact), and relevant medical history. Cause cannot be definitely determined. Evaluation: review of the device history records did not find any deviations or anomalies. It si not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the patient is experiencing pain from the implant loosening.